Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Event description:
It was reported that the external pulse generator (epg) was not pacing at the programmed rate. The user was advised to monitor the epg and the user to determine if the epg had pacing output. The caller indicated that the users would be retrained and the epg was restored to service. The epg will not be returned at this time. No patient complications have been reported as a result of this event.